Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001825034 - 2019 - 05143, 0001825034 - 2019 - 05144, 0001825034 - 2019 - 05145, 0001825034 - 2019 - 05146, 0001825034 - 2019 - 05147, 0001825034 - 2019 - 05149. Concomitant medical products: taper adaptor 115310 lot: 222460, non-locking screws 180558 lot: 860890, non-locking screw 180557 lot 217280, fixed screw 180551 lot: 455490, mini baseplate 010000589 lot: 357320, ministem 113632 lot: 300720, humeral bearing xl115363 lot 503500, humeral tray 9707938-00 lot 17013429, glenosphere 115310 222460, central screw 115394 lot 572030. Report source: (B)(6). No product was returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address glenoid implant related bone loss. Subsequent xrays show glenosphere baseplate has pulled away from bone. No further information is available at the time of this reporting.